Event description:
At the start of bypass, the patient's arterial blood oxygen partial pressure dropped to 52.1 mmhg. Oxygen content of the sweep gas was raised to 100%, and this raised the arterial blood oxygen partial pressure to 63.0 mmhg. At this point, the surgical team decided to change out the oxygenator, reservoir, and pump console. As a result of the changeout, 550 mls of blood was disposed of with the original oxygenator and reservoir, requiring that it be replaced with homologous blood. The customer alleges that the patient had worse than usual post-operative bleeding and a prolonged hospital stay because of their decision to change oxygenator, reservoir, and pump console. The customer also stated that they believe the patient would not have experienced this outcome if the oxygenator had oxygenated the blood properly.